Event description:
It was reported that during an initial implant attempt, the lead was inserted into the lead introducer and both the introducer and lead became "kinked". The lead was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead returned for analysis.